Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a diabetic ketoacidosis. The customer's blood glucose level was 460 mg/dl. The customer corrected his blood glucose level with insulin drip, an insulin pen, and the insulin pump. He had gastroparesis. The customer was wearing his insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.